Event description:
A report was received that the patient was experiencing pain right after the trial procedure due to the anesthesia that was used. The patient was given gabapentin and was now doing well.